Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients representative that the patients "ankle monitor is not staying charged", feels like "heart is skipping beats" and implantable pulse generator (ipg) "is skipping beats". The ipg remains in use. No further patient complications have been reported as a result of this event.